Event description:
Procedure: inguinal hernia repair. An article titled self-gripping parietene and parietex progrip mesh in laparoscopic hernia repair. Have we found the ideal implant, in the journal of surgical technology international xxii, states data was collected retrospectively from patient files and were analyzed for 405 male and female patients with 483 primary inguinal hernias. All patients included had undergone surgical repair for inguinal hernia by the laparoscopic transabdominal preperitoneal (tapp) approach using parietex progrip meshes performed in the same (B)(6), between (B)(6) 2007 and (B)(6) 2010. Complications include re-operation for hematoma (2), and recurrence of hernia (8). This report is for the complication from a recurrent hernia.

Manufacturer narrative:
(B)(4).